Event description:
The customer reported that his olympus endoeye hd ii telescope began displaying a green image during a procedure. According to the initial reporter, the staff stopped using the subject device and replaced it with another unit. There was no patient harm or clinical impact as a result of this event. The procedure was confirmed completed with the secondary device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported green screen issue could not be reproduced and was not confirmed. The investigation did, however, find damage to the fiber composite of the optical fibers at the distal end of the cladding tube and a damaged flat glass on the fiber optic connector of the cable. A definitive root cause of the observed device damage could not be determined, however, the issues were likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.